Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The device was received with power loss alarm, replace battery alarm and pump error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss as well as received power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was assisted with troubleshooting steps for power error detected alarm. The customer was advised customer to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.